Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose with blood glucose of 20 mg/dl at the time of the incident. The customer was given a glucagon shot to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer received a compromised force sensor system alarm. Troubleshooting was not completed but the pump was able to rewind. No further information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed a33 during the prime test due to due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to a33 alarm. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. Device uploaded properly using care link. Device had minor scratched display window, a small crack on the display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.